Event description:
On the same day, two needle sticks occurred, which involved the same device and two different users. Event #1: blood was drawn with a butterfly needle. The safety component was pulled closed and a piece of the needle was still exposed even after closed as far as it would go. As the needle was disposed of, the user didn't realize the needle was still exposed and received a needle stick in the palm of hand. Event #2: after drawing blood from a patient, the user withdrew the needle. It failed to lock as the user was turning to dispose of the needle. The user stuck himself with the needle.